Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_cath, serial#(B)(4), implanted: (B)(6) 2004, product type: catheter . (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid and a second unknown drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient missed a refill, as the patient no longer has a doctor to fill his pump since the office closed. The patient was hearing the pump alarm once an hour, and at the time of report was hearing it once every 30 minutes. The expected low reservoir alarm occurred (B)(6) 2015. The patient believed, maybe 3-4 days after the pump went empty and now was having symptoms. The patient had pain in legs, sweating, chills, and withdrawal like symptoms. Physician listings were requested. The outcome and steps taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.